Manufacturer narrative:
Additional information: h1, h2, h3, h4, h6. Investigation summary: the customer reported the device was leaking between the tubing line and bag. No patient injury was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending completed did not identify a trend. The reported device was returned for evaluation. Visual inspection and functional testing confirmed the reported issue of leak between the tubing line and the bag. The confirmed device failure was determined to be manufacturing/production related. The root cause of this device failure is related to the rf sealing machine process and the corrective action of rf sealing machine replacement has been completed. No further action is required, however, this device failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding bag leaking from the bottom. There was no patient harm reported.